Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on march 23, 2020, the connecting screw, cannulated with internal thread was very difficult to disengage from expert tibial nail, cannulated at the end of surgery. Vice grips were used and attached to the ball screwdriver to allow for enough leverage to disengage the connecting bolt. No fragments were generated. There was no surgical delay. The procedure successfully completed. No patient consequence. Concomitant devices reported: screwdrivers (part number unknown, lot unknown, quantity unknown), 10mm ti cannulated tibial nail-ex/315mm-sterile (part number 04.004.443s, lot unknown, quantity 1). This report involves one (1) cann connecting scr w/internl thrd f/percutan insertn handle. This is report 2 of 2 for (B)(4).